Manufacturer narrative:
Event description suggests the target device as primary product. The remaining instruments are attached to the target device in order to support for further procedure. Although requested, already on march 22, 2016, no product was returned for investigation. A physical examination could not be carried out as the device was not available for evaluation. For the target device no serial number was provided, 1st request on april 11, 2016, which hindered the review of the product-specific documents. Generally, a check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the target devices is performed. Only products which fulfil the required function tests are released to the market. Thus, it was suggested that the target device in question was given in full at the stage of delivery. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. In this case the received x-ray confirmed the lag screw had been placed aside the nail. The intended placement is through the nail. Potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. According to received information it was confirmed that targeting accuracy for drilling had been performed pre-operatively without findings. Thus, it was concluded that the event was mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail. Repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Referring to the actual position of the lag screw on received x-ray it was concluded that miss-alignment between the drill hole in the target device and the drill hole of the nail was already apparent when the canal for the lag screw was prepared. Attempts with sample instruments to reproduce the event ¿ following the operation technique ¿ revealed that even with insufficient mounting of target device and nail the step drill would always hit the nail at the level of the proximal drill hole. Only without using the lag screw guide sleeve it was possible to reach a position of the lag screw as presented on the received x-ray. As targeting accuracy had been confirmed prior to surgery and as ¿ although requested ¿ no item had been returned for investigation it was concluded that the listed products still function as intended and are still in use. Summarizing above finding it was concluded that the event was not caused by a deficiency of the device(s) but was most likely caused by a sub-optimal intra-operative procedure. Not using a guide sleeve presents a deviation from surgical technique which is regarded user related. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. With provided information a product deficiency was not verified.

Event description:
The surgeon reported that the gamma lag screw was not inserted through the im gamma nail. This was noted post-operatively via x-ray. The surgeon has questioned whether the targeting jig may be at issue. The procedure was completed, however due to noting this event post-operatively, the patient requires a revision surgery to rectify the issue.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
The surgeon reported that the gamma lag screw was not inserted through the im gamma nail. This was noted post-operatively via x-ray. The surgeon has questioned whether the targeting jig may be at issue. The procedure was completed, however due to noting this event post-operatively, the patient requires a revision surgery to rectify the issue.